Event description:
Surgeon holding bovie pen when current traveled through surgeon's glove/finger ending on patient's abdomen.additional information obtained from the site:patient received finger size burn requiring minimal treatment. Nsh inspected esu and did not find a defect. Power setting was unk.